Manufacturer narrative:
A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. We are unable to determine the cause or factors which contributed to this event.

Event description:
It was reported that "the rotating suture wing of the catheter became detached from the main body of the catheter after insertion, leaving behind the sutured rotating ring. Patient status was not affected as new catheter re-inserted and hf successfully commenced."